Manufacturer narrative:
Tosoh notified each of the following four (4) customers who had received this lot, the notification is attached to this form. Tosoh has provided replacement product at no charge and destroyed the remaining stock of lot a952259. (B)(6). This product is used for diagnostic and no treatment purposes.

Event description:
On (B)(6), tosoh bioscience was informed by (B)(4) who had issued a recall of short time automated immuno assay progesterone (st aia-prog) sample diluting solution (sds) lot # a952259. The purpose for this recall is that this lot number of sample diluting solution (sds) was bottled in clear glass bottles, instead of the designated brown glass bottles. This violates the device master record for this product. No direct illness or injury to patients will result because the product is an in vitro diagnostic reagent which does not come into contact with the patient. There have been no reports of illness or injury in the use of this product. It has also been confirmed that there is no effect on the performance, effectiveness and safety of the product. (B)(4).